Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician was unable to interrogate the implantable pulse generator (ipg). It was also noted that pacing spikes could not be confirmed on surface electrocardiogram (ECG). The ipg remains in use. No patient complications have been reported as a result of this event.